Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation of total joint replacements have been reported resulting from improper positioning of the implant components leading to postoperative joint instability. Muscle and fibrous tissue laxity can also contribute to these conditions." This report filed april 29, 2011.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 1998. Subsequently, a revision procedure was performed on (B)(6) 2011 due to instability. Only the tibial bearing was removed and replaced. No further information has been provided to date.